Manufacturer narrative:
Device was returned for investigation. It was reported that. One image was returned showing the needle out of its position in the safety holder. As received, a red point lok needle safety device was returned with the gripper plus needle. The needle was observed to be outside of the needle base. No other damages or anomalies were observed. An attempt to reinsert the needle back into the safety position was not possible without damaging the base hinge. The complaint of a safety mechanism malfunction can be confirmed. The probable cause is unknown. The timeframe of the occurrence cannot be determined. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the safety device malfunctioned while de-accessing the port. The registered experienced a needle stick as a result.